Manufacturer narrative:
Follow-up #1: date of submission 01/18/2015 .device evaluation: the device has been returned and evaluated by product analysis on 01/04/2016 with the following findings: there was no evidence of pump delivery observed in the black box history (bb). There were multiple call service (cs)241 active basal program empty alarms observed in bb history. There were also multiple cs 060 rtc communication errors observed in the bb history due to incorrect time/date settings. The bb revealed that the pump was never used for insulin delivery and considered ¿new¿ or ¿out of box¿. During testing, the time and date was manually set to the appropriate time and date with no cs 060 rtc communication errors. The pump performed the ezprime steps with no issues. The pump was exercised for 24 hours on a 1 unit/hour basal rate and the pump correctly recorded 24 units delivered in the total daily dose. A delivery accuracy test was performed and the pump was found to be delivering accurately and within the required range. A 10 unit audio bolus and a 10 unit normal bolus were performed and both were accurately recorded in the tdd and bolus history. The reported inaccurate delivery issue was not duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.